Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes lose their heads / while brushing, suddenly the brush part is left behind in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 18-apr-2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, suddenly the brush part of the oral-b power oral care refills precision clean was left behind in his/her mouth. The consumer stated that he/she had purchased a package of 10 brushes, and 3 of them had lost their heads. No symptoms developed.